Event description:
Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to drain complications and abdominal pain. A peritoneal effluent fluid culture was obtained, and the patient was diagnosed with peritonitis and severe constipation (treated with laxatives). The patient¿s peritonitis was treated with vancomycin 2000 mg (duration, frequency, route not provided) and the peritoneal effluent fluid cultures returned positive for staphylococcus (species not provided). Per the pdrn, the serious adverse events were caused by an unspecified touch contamination event. The patient was able to complete ccpd therapy while hospitalized and was discharged on (B)(6) 2023. The patient continues to utilize the same liberty select cycler and has recovered from the events. The follow-up documentation also revealed the patient¿s pd catheter (not a fresenius product) was incorrectly positioned and was revised on (B)(6) 2023.

Event description:
The file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2023 during follow-up for file (B)(4), fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date not provided) due to abdominal pain. The patient was reportedly diagnosed with peritonitis and severe constipation, which was treated with laxatives. The patient was able to complete ccpd therapy while hospitalized and was discharged on (B)(6) 2023. Subsequent attempts to obtain additional information (e.g., patient demographics, causality, organism, discharge summary, hospital records) have proven unsuccessful.